Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced. Additionally, it was also reported that the right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the pacing thresholds on the right ventricular (rv) lead were gradually increasing with a recent sudden increase into a high range. Pacing impedance had also increased to a high range after having been stable in the past and had recently exceeded the programmed impedance alert threshold. A possible fracture is suspected although no noise or oversensing had been observed. The alert level for pacing impedance was raised so as to alleviate further alarms and the lead will be watched more closely. The patient also reported that their implantable cardioverter defibrillator (ICD) had shifted more axillary. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).